Event description:
Boston scientific received information that this patient was complaining of his heart racing and when he touches his toes. The patient was seen in the office on three separate occasions for re- programming/optimization. Based on testing and hall walks, they re-calibrated the minute ventilation (mv) sensor and reprogrammed the mv response factor. Additionally, the accelerometer (xl) was programmed to passive and auto capture (ac) was turned off. The patient will be followed again in one month. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was subsequently explanted for another issue and was returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.